Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, ubd:unknown, UDI#:unknown product ID: 9735824, ubd:unknown, UDI#:unknown h3h6) a manufacturer's representative visited the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including an assessment of the hardware, software, instruments, and a self-test. The hardware initially failed due to the axiem connection ports not functioning. No hardware components were replaced. The general failure was not resolved, and the system did not perform as intended. Codes b01, c13, d02 apply. A05 codes for "bob cord was "spinning" and would not plug securely into the port on the scu" and "secondary system did not recognize the primary bob, and it did not function." A0708 codes for "it also did not receive power." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that during a system checkout, the distal end of the cord for the breakout box (bob) was "spinning" and would not plug securely into the port on the system control unit (scu) panel. The bob did not seem to be receiving power, as nothing lit up when electromagnetic (em) instruments were plugged in. Troubleshooting was assisted by a secondary navigation system that was used to test the primary complaint navigation system and its components. The secondary bob was able to plug into the port on the primary scu panel, but it also did not receive power. The primary bob was tried on the secondary navigation system. The secondary system did not recognize the primary bob, and it did not function. There was no patient present. There was no patient involvement.